Manufacturer narrative:
One tacticath contact force ablation catheter, sensor enabled, was returned to the manufacturer for analysis. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Contact force was displayed when connected to the tactisys unit, with no error messages noted, and optical fibers 1-3 met specifications for optical signal properties. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. Additionally, the device met specifications during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the cryo atrial fibrillation procedure, a pericardial effusion occurred. The catheter was going to be used to perform a cti flutter, so the catheter was advanced into the left atrium to map the lipv and test for block. Upon connecting the catheter, the tactisys calibration was out of date. The catheter was not able to be used as a force sensing catheter. The physician proceeded to map the lipv for pv potentials. No ablation was preformed with the catheter. After 5 to 10 minutes of mapping in the la, the patient became hypotensive. Ice was reviewed and an effusion was noted, resulting in the procedure being aborted. A pericardiocentesis was performed and over 1000 ml was removed and returned to the patient. Surgery was needed to repair the effusion. It was unknown where the perforation occured but the physician alleged it to be near the posterior wall by the lipv. Concomitant devices: a non-abbott circular catheter was not able to be engaged back into the lipv to access entrance/exit block.